Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing at the cut and sealing the appendix during a laparoscopic appendectomy, the device fired, but there was bleeding on the staple line, and a clip applier was used to stop the bleeding over the staple line.